Manufacturer narrative:
It was determined that other reagents were also impacted, therefore a reagent issue is not suspected. After decontamination by the field engineers, the issue was resolved at the site. The issue was likely due to a contamination event at the customer site.

Manufacturer narrative:
An investigation is in progress. A follow-up report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested twice on a different platform (cepheid genexpert) and generated a negative result for sars-cov-2 both times. The result was reported. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.